Manufacturer narrative:
D10: 02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5, (B)(6). 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t, (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant, (B)(6). The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported via legal documentation approximately 34 months after a right total knee arthroplasty the patient underwent a revision surgery to address prosthesis wear, pain and swelling. A revision operative report was provided. Post operative diagnosis noted failed right total knee arthroplasty secondary to early polyethylene wear from a recalled polyethylene insert. It was noted that radiographs showed stable implants and on exam, the patient had good stability. Intra-operative findings noted synovitis with evidence of polyethylene debris, scar tissue around the patellar button. The surgeon noted that on gross inspection of the insert, there was no obvious wear, the femoral component was de-bonded from cement mantle. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c. The revision reported was likely the result of the pain. Additional reasons for the reported revision may be femoral loosening and inclusion of the polyethylene in the packaging recall. Both the alleged femoral loosening and prosthesis wear could not be confirmed from the provided radiographs. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.